Event description:
Implant failed due to a fractured component.

Manufacturer narrative:
The initial report included "hospitalization-initial or prolonged" as one of the outcomes attributed to the adverse event in the report. This selection was made in error. The correct outcome of the adverse event is "required intervention to prevent permanent impairment/ damage".

Event description:
Implant failed due to a fractured component.